Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the nurse tested the cuff and found that it would not deflate. There was no patient involvement reported. There is no report of serious injury or death associated with this event.